Event description:
It was reported that the day after initial implant, right ventricular (rv) lead showed undersensing,. An x-ray confirmed that the rv lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).